Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, b7, h6. Prosthetic valve endocarditis (pve) is a serious complication of cardiac valve replacement despite improvements in prostheses types, surgical techniques, and infection control measures. Pve is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Infection is generally categorized into early (usually less than 60 days postoperative) and late (greater than 60 days post-implantation). Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. H11. Corrected data based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards received information a 23mm aortic valve was explanted after five (5) months due to endocarditis. Patient developed bioprosthetic valve endocarditis, which was refractory to antibiotic treatment. Patient continued to have vegetations noted on serial echocardiograms. Otherwise, the bioprosthetic valve was well seated without perivalvular leak or aortic valve insufficiency. At time of explant, the 23mm surgical valve was noted to have vegetation and biofilm. The explanted device was replaced with a 25mm 11500a aortic valve. Per implantation data card, the explant was not due to deficiency of the valve. Echocardiographic findings noted mild perivalvular leak. The patient was placed back on cardiopulmonary bypass and two pledgeted sutures were placed from within the ventricular cavity out to the aortic annulus and sewing ring of the valve. There were no pvl noted. The patient tolerated the procedure and postoperatively was transferred to intensive care unit in stable condition. Patient was discharged on post-operative day eight (8).

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. If additional information is received a supplemental MDR will be submitted, although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration and/or endocarditis. The cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. Edwards implant patient registry received information a 23 mm aortic valve was explanted after five (5) months due to unknown reasons. The explanted device was replaced with a 25 mm 11500a aortic valve. Per implantation data card, the explant was not due to deficiency of the valve.